Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/05/2013 with the following findings: evaluation revealed that the keypad was torn at the up arrow key, exposing the key contact. All of the keypad buttons responded appropriately. The keypad was removed and contamination was found under the contrast key contact. Evaluation revealed that the display screen was dim and discolored. A test screen was inserted and was found to function properly.

Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and contamination under the contrast key contact. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/05/2013.